Event description:
It was reported that during a left colectomy procedure, the device tore on top of the seal tap. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.